Manufacturer narrative:
Date sent to the FDA: 11/14/2024. Additional information: d4 (expiration), h4. Corrected information: d4 (primary UDI #). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent repair of recurrent incisional hernia on (B)(6) 2008 and mesh was implanted during which the surgeon noted multiple adhesions between the previous mesh and the bowel and omentum. It was reported that the patient underwent repair of recurrent incisional hernia, excision of mesh and lysis of adhesions on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent multiple recurrent incisional hernia repairs with wound infection on (B)(6) 2010. It was reported that the patient underwent exploration of midline surgical wound pulsed irrigation and placement of vac device on (B)(6) 2010. It was reported that the patient underwent debridement of abdominal wound and wound vac placement on (B)(6) 2010 during which the surgeon noted midline scar had a granulating area of the wound was excluded from the surgical field, there was nonhealing abdominal wound and abscess cavity was encountered. It was reported that the patient experienced chronic abdominal pain, and intermittent bowel obstruction. Other procedure was captured in a separate file. No additional information can be provided.

Manufacturer narrative:
Date sent to the FDA: 10/31/2024. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6)2008. (B)(4) submitted for adverse event which occurred on (B)(6)2010. (B)(4) submitted for adverse event which occurred on (B)(6)2010. (B)(4) submitted for adverse event which occurred on (B)(6)2010. (B)(4) submitted for adverse event which occurred on (B)(6)2010. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.